Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to hypoglycemia on (B)(6) 2020. The customer¿s blood glucose level was 27 mg/dl at time of incident. Customer stated that he was in the hospital five times since (B)(6) and one of the times my blood glucose went down to 27 mg/dl so they took it off of me and the hospital was giving him insulin and he was on the insulin pump so his blood glucose went down to 27 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer stated that he had ulcers on feet. The device will not be returned for analysis.